Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent, abdominal pain, fever and vomiting. The cause of peritonitis was unknown. The day before the peritonitis diagnosis, the patient was hospitalized due to abdominal pain, fever and vomiting. The same day as event diagnosis, the patient was treated with vancomycin injection (750mg, every 5th day, intraperitoneal, ongoing), ceftazidime injection (750mg, once daily, intraperitoneal, ongoing) and tobramycin injection (20mg, once daily, intraperitoneal, ongoing) for peritonitis. Fourteen days after the hospitalization, the patient was discharged from the hospital. On an unknown date, the patient recovered from the events. Pd therapy is ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.